Event description:
It was reported that the device was in an overdischarged state. The patient had been getting chemo and radiation treatments for the last several months and hadn't recharged her stimulator or had it turned on. The last successful recharging session was 4 to 6 months ago. The patient stated that she tried to do a physician mode reset twice with the manufacturer representative and nothing changed on the programmer screen. The patient then met with the manufacturer representative. The device did not recover from the overdischarge. The manufacturer representative stated that the device was in overdischarge before radiation therapy (the exact date was unknown). It was uncertain what the radiation therapy was for or how close it occurred to the neurostimulator, but it was speculated that the radiation was for lymphoma. Due to the overdischarge, on (B)(6) 2012 the device was explanted and replaced with a prime advanced. The therapy coverage with the new device was good for the patient's legs and the neurostimulation system was intact and functioning properly. The manufacturer representative indicated that they couldn't get coverage in the patient's back, but that issue related to a lead location issue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ lead product ID 37752 lot# serial# (B)(4) implanted: explanted: product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 37081 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ extension product ID 37081 lot# serial# (B)(4) implanted: 2009-(B)(6) explanted: product typ extension. (B)(4).